Event description:
It was reported that the patient came to the emergency room due to a fall, and that the patient's hip was fractured and the patient's rate was 30-40 bpm. Loss of capture was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.